Event description:
While discontinuing silastic percutaneous line in arm, line broke about 2cm from external end after small "pop" felt. The broken off piece remained in the neck and arm vein until snared and retrieved via the femoral vein. It was felt the line had adhered to the vessel wall in addition to perhaps excess pressure on arm while withdrawing catheter. Tup had adhesions which made it stick to vessel wall. Add'l lot nos: 11107e2, 51gg1040.